Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there were five previous similar complaints against involved lot for the reported issue. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reports husband received a suspected false positive result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6) , lot 31040c, reader sn (B)(6). Five repeat cue covid-19 tests performed on (B)(6)2024, provided negative results. Individual tested negative with an abbott binaxnow antigen test on an unknown date. No additional confirmatory testing was performed. Individual had a headache but no known exposures within 6 ft. Cartridges were stored within the validated temperature range.